Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during re-construction (functional end-to-end anastomosis) of mini laparoscopic colectomy, the first and the second firings were successful. At third firing (side-to-side anastomosis),the surgeon started firing, however a strange sound was heard from the handle and could not fire the device. He noted the staples appeared from the staple pocket of proximal end by 1cm. He opened the jaws. The device was replaced with a new cartridge, and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 5cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 4. When using the device reload with stapler with another device handle and adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow tissue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.